Event description:
A call was received through technical services reporting the patientt was involved in an motor vehicle accident. Upon interrogation three months after the accident, it was noted that 138 low impedances had occured on the day of the accident. The lead has been replaced. No further patient complications have been reported as a result of this event.